Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with an unsigned note stating "not working". There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 (over temperature-psc) malfunction alarm code was noted in the device history. Though requested, no add'l info was provided.